Event description:
On (B)(6) 2018, the rv lead was capped and replaced with no adverse consequences for the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized for pneumonia. The device was interrogated and noise episodes were observed which was treated as ventricular fibrillation (vf). The episodes were treated with multiple anti-tachycardia pacing (atp) and one inappropriate high voltage shock. The right ventricular (rv) electrical parameters were in range. The noise was reproducible during provocative testing; however, no x-ray examination was performed. High voltage therapy was disabled and the patient remains in the hospital and will be monitored. The patient was stable.